Event description:
Device 2 of 4. Reference MFR report # 1627487-2012-12795, # 1627487-2012-12797, # 1627487-2012-12798. It was reported the patient has an infection at the thoracic incision site. The patient is being treated with antibiotics. Follow-up determined the infection has not cleared. The physician explanted the scs system.

Manufacturer narrative:
Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.